Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 9 cm from the distal end and multiple cables were fractured at this location. The fractured cables resulted in the reported high impedances. Laboratory analysis determined that the kinked section of the lead body is where it was secured in the base of the burr hole cover (bhc) and appears that the lead body was kinked after it was placed on the exit slot of the bhc base.

Event description:
It was reported that high impedances were noted on the deep brain stimulation lead. The patient underwent a procedure where the lead was replaced. The patient is expected to fully recover.

Event description:
It was reported that high impedances were noted on the deep brain stimulation lead. The patient underwent a procedure where the lead was replaced. The patient is expected to fully recover.